Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and two suprarenal aortic extensions. It was reported the patient had continued aneurysm sac growth and loss of overlap between the proximal extension and the bifurcated device. A recent follow up showed the patient had a type 3a endoleak without component separation. The physician is planning to complete a secondary intervention to resolve the type 3a endoleak. A secondary procedure has not yet been completed. The patient is reported to be in stable condition. No additional adverse events have been reported for this patient.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: endoleak 3a and secondary bridge procedure. There was unsubstantial evidence to support the following reported event: aneurysm enlargement. In addition, the following reported events were refuted per clinical evaluation: no separation of the mb and cuffs, rather there is a partial separation of the components. Additional confirmed events include: (B)(6) 2012 (at index procedure) intraoperative migration of initial sr cuff (unable to determine which cuff migrated). The most likely cause of the loss of seal was related to the increase in the infrarenal aortic angulation. Associated clinical harms for this device related event included: type 3aendoleak, aneurysm enlargement and a secondary endovascular procedure. The final patient disposition could not be ascertained, and no additional negative patient sequelae have been reported. The review of manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Device codes: add 2907. Method codes: add 36 - 3336. Conclusion codes: add 22. No codes removed.